Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable pump for an unknown indication for use. It was reported on (B)(4) 2018 that a "permanent pump stall" occurred. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated as troubleshooting performed and the pump was replaced. No symptoms were reported. At the time of the report the issue was resolved and the patient status was "alive - no injury." It was indicated that the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.